Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed multiple remote dose cord alarms. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pin broke off from the pendant. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.